Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in march 2010 and performed self-tests up to the 2nd november 2014. Temperatures are recorded below the recommended minimum temperature. An increase in voltage during this time suggests a further pad-pak was installed. The device began to record multiple manual power ups many of 10 minutes duration, these continue up to the last log entry on the 2nd march 2016. The pad-pak became depleted during this time and a further pad-pak was installed. The device history log became full during this time. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.